Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was installed incorrectly by the healthcare provider (hcp), which caused the device to shock the patient. It was noted that it was not a device malfunction, but an error on the physician. No further complications were reported/anticipated.